Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8151967; the lot number was built on afa line 8 from 05jun18 thru 09jun18. Packaged on packaging line 11 from 10jun18 thru 11jun18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qns were initiated on the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not advance while channeling, and was found broken into a "flower"-like appearance before use. The following information was provided by the initial reporter, translated from spanish to english: "at the time of the channeling, it does not advance and the catheter is seen flowered (flower appearance)."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter did not advance while channeling, and was found broken into a "flower"-like appearance before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the time of the channeling, it does not advance and the catheter is seen flowered (flower appearance)."